Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 24, 25 and 23 mg/dl. The customer is using the incorrect test strips for the meter; customer is using true metrix test strips with the true result meter. Customer stated that a medical center gave him the meter a few days after a regular checkup. The customer¿s expected pm fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/22/2025 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: result 1: 24 mg/dl, date: 03/29, time: 3:52pm fasting. Result 2: 25 mg/dl, date: 03/29, time: 3:41pm fasting. Result 3: 24 mg/dl, date: 03/29, time: 3:39pm fasting. Result 4: 23 mg/dl, date: 03/29, time: 3:37pm fasting.